Event description:
On (B)(6) 2017 (B)(4). Information was received from a patient who was receiving dilaudid at an unknown c oncentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient had been hospitalized for having spasms "all over their body". The patient reported that this occurred after doing vigorous physical therapy. The patient noted that their managing healthcare provider (hcp) was leaving the state and they could not find a healthcare provider who would take their insurance. The patient also mentioned that they had renal and congestive heart failure beginning approximately six months prior to the report and noted that they were not hospitalized for either of these problems. No medical/therapy problems related to a small components product was reported. Additional information was received on (B)(6) 2017 from the consumer. It was reported that they had not been able to locate a new pain management physician. The patient noted that nothing out of the ordinary had occurred leading to the spasms. It was confirmed that the patient was hospitalized from (B)(6) 2017. The patient's spasms were considered resolved as of (B)(6) 2017. No further complications were reported.